Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.¿ no conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter alleged that the patient's blood glucose readings were above 500 mg/dl due to the pump not giving an occlusion alarm, the reporter confirmed that the patient was negative for ketones and the only two symptoms reported were a stomach ache and nausea. It was stated that the patient was treated at home via the pump. The patient was said to have remained on the same pump without further difficulty. The alarm history was checked during trouble shooting and no occlusion alarms had been recorded. This complaint is being reported because of the possibility that the pump contributed to the hyperglycemic event.